Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had pain in the pocket and the implantable neurostimulator (ins) was moving around a bit. The pocket was going to be revised on the day of the report. The ins would be moved to a better location in the upperback. The impedances and therapy were reported to be fine. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s ins was moving in their pocket for almost 6 months prior to their revision surgery. It was noted that the surgery was done on (B)(6) 2018. The rep stated that the ins wasn¿t actively moving around in the pocket but had moved to an uncomfortable location. It was mentioned that it looked like the procedure was done using a single incision, and the ins was not properly anchored. The event was confirmed with the physician. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Patient and device serial number were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's weight was (B)(6) at the time of the event. No further information was reported.